Event description:
New information noted the right ventricular lead continued to oversense noise that resulted in pacing inhibition as well as loss of capture. There were no patient consequences.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead was responsible for non-sustained right ventricular oversensing (nsrvo) alerts received for oversensing noise that resulted in pacing inhibition and inappropriate anti-tachycardia pacing (atp). No changes or interventions were reported. There were no patient consequences.